Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange. After resetting it and clicking the hbc button nothing changed. The monitor was swapped.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation outcome: upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor was constantly lighting in orange. Expertise file analysis revealed that the reported issue most probably resulted from an erroneous byte of the flash memory, which leads to the blocking of the system. The root cause of this corruption could not be identified with certainty. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the status light of the home monitor remains orange. After resetting it and clicking the hbc button nothing changed. The monitor was swapped.